Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: no other observation observed.

Event description:
Healthcare professional reported a right implant rupture diagnosed by ultrasound. Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported a right implant rupture diagnosed by ultrasound. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Device has been explanted.